Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce tts dilatation balloon was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, and upon dilation, the balloon popped. The procedure was completed with another maxforce tts dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.